Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a vaginal hysterectomy and an anterior/posterior pelvic floor repair procedure in 2008. During the procedure, the surgeon tied off both ureters. A urologist was called in for consultation and the surgeon continued to insert the pelvic floor repair cannulas. The case was then aborted. No further information was available.